Event description:
It was reported that during a meniscal repair procedure using fast-fix 360 curved ndl delivery system both t1 and t2 were deployed but failed to anchor firmly into the meniscus. The anchors were removed and discarded; nothing remained in the patient¿s joint unsupported. There was no procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).